Manufacturer narrative:
Device will not be returned. If additional information becomes available , it will be provided on a supplemental report. Hos pital policy.

Event description:
As reported: "reunion total shoulder removal. Patient infected. Components removed, shoulder spacer implanted. No complications. Information submitted was everything from both surgeon and hospital. No further details".